Manufacturer narrative:
On 27-mar-2023, intuitive surgical, inc. (Isi) received the following additional information about the reported event: the sureform 60 blue reload was received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and was observed during in-house observations. The reload was found to have blade damage when the reload was disassembled in-house. The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. The reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. There was no material missing. Additionally, the reload was found to have pusher damage near the location of the exposed component. The probable root cause of reload damage is attributed to high firing torques, which can result from firing on challenging tissue (e.g., tissue condition) or hard objects (e.g., staples). The probable root cause of pusher damage is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the device involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure as there was insufficient/unconfirmed product/event information. This event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the sureform 60 stapler with a blue reload experienced tissue push. The issue occurred when the stapler was in use and in the closed position. The target tissue ¿fell out¿ of the clamp and the stapler was unable to complete the usual stapling cycle. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler with a blue reload experienced tissue push. The issue occurred when the stapler was in use and in the closed position. The target tissue ¿fell out¿ of the clamp and the stapler was unable to complete the usual stapling cycle. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.